Event description:
A report was received that the patient had developed an infection. Symptoms include redness, irritation, discharge, and the pocket site had opened up. The physician believed that the infection was not device related. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.